Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform self test due to unresponsive keypad. No moisture damage was found on the electronics assembly noted. The insulin pump has cracked battery tube thread and broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
A customer reported via phone call indicating that their ink from a pen spilled all over their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that their insulin pump was in their backpack were it was exposed to ink from a pen. The customer tried to clean the ink from the reservoir area but lost all confidence in their insulin pump. The customer insisted on receiving a replacement insulin pump. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.